Event description:
It was reported that an asymptomatic patient presented in clinic for one week follow-up of implant. Upon interrogation loss of capture and sensing in the atrium were noted. X-ray imaging of the lead confirmed that the atrial lead had dislodged. The lead was successfully repositioned on (B)(6) 2017, restoring capture and sensing. The procedure went well and the patient was stable before, during, and after.